Manufacturer narrative:
It was reported that the patient underwent skin revision surgery and was treated with oral antibiotics on (B)(6) 2020. This report is submitted on 7 september 2020.

Manufacturer narrative:
This report is submitted on july 30 2020.

Event description:
Per the clinic, the patient experienced recurrent infections and subsequently had the abutment removed. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2020.